Event description:
It was reported that there was a loss of therapeutic effect. Patient was not getting the same coverage in her legs as she was before. The symptoms occurred following a fall. She fell two weeks ago and had cracked some ribs. The patient was at home. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).